Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot partially tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, after the t1 implant of the the fast-fix 360 was deployed, the t2 implant could not be deployed and fell off from the needle chute. Tweezers were used to remove the t2 from the patient and t1 was left secured in the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).